Manufacturer narrative:
Follow-up # 1 date of submission 06/09/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2014 with the following findings: a review of the pump¿s black box showed loss of prime with non-zero force had occurred. No loss of primes occurred during testing. The force sensor calibration was to be within specifications. The loss of prime issue was not duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump had emitted multiple loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.